Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of hospitalization for high blood glucose of 400 mg/dl and diabetic ketoacidosis. Troubleshooting advised some reasons for the high blood glucose and the mother indicated that her son would call back to further troubleshoot.